Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device is an instrument and is not implanted/ explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Manufacturer narrative:
Additional narrative: (B)(6). Service history review was conducted. The report indicates that it was previously returned on (B)(4) 2011 due to control unit not functioning defective, on (B)(4) 2011 for a service, on (B)(4) 2011 due to coupling tool side not functioning defective, on (B)(4) 2012 due to saw blade attachment defective, ratchet defective, trigger slider loose, on (B)(4) 2012 due to motor power too low, on (B)(4) 2013, due to motor full of water, generating strange noises, broken saw head from the front panel. The customer called in a service request for this item on (B)(4) 2014 for saw blade not moving when pressure applied. The previous service condition is/ is not relevant to the current complained issue. The manufacture date of this item is (B)(4) 2003. Additional evaluation was conducted. The report indicates that the customer called in a service request for this item on (B)(4) 2014 for saw blade does not move. During the previous 6 months, the item was returned on (B)(4) 2014 due to _no failure code reported_ saw head of the front plate broken and motor replaced. The investigation is based on the service & repair record received. The device failure reported by the customer could be confirmed. The service history review shows no previous service conditions relevant to the current complaint issue. After pre-repair diagnostic assessment, the device has not been serviced. The service technician noted the following action taken maintenance and inspection. During the pre-repair diagnostic assessment the service technician identified the following failure control unit not functioning, defect. The root cause of the event was determined to be normal wear. The device was discarded as per procedures. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that as soon as pressure is applied, the saw blade does not move. This is report 1 of 1 for complaint (B)(4).